Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). This device remains in service. No adverse patient effects were reported.